Manufacturer narrative:
(B)(4). The reported patient effect of occlusion is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). In this case, as a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.

Event description:
It was reported that the procedure was treating a moderately tortuous and moderately calcified lesion in the diagonal coronary artery and treating a moderately tortuous and moderately calcified lesion in the mid left anterior descending coronary artery. The 2.25x8mm xience nano stent was implanted successfully in the diagonal coronary artery. Then, the 2.5x23mm xience v stent was implanted successfully in the mid left anterior descending (lad) coronary artery. After the procedure, it was noted that the proximal lad shut down and became occluded by the left main coronary artery. The patient was sent to surgery and a coronary artery bypass graft (CABG) was performed. Post-surgery, the patient was being air-lifted to another hospital for a left ventricular device procedure. No additional information was provided.